Manufacturer narrative:
The event of unexpected mode switch was confirmed. The device was received in bvvi mode with battery voltage above elective replacement indicator (eri). Analysis performed found the device image was corrupted, consistent with a hybrid anomaly. The device was successfully restored from backup mode by reloading product code, and the reset condition could not be reproduced. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the pacemaker went into a backup mode. The pacemaker was removed and replaced. The patient was in stable condition.